Event description:
It was reported that the patient received a rotator cuff repair on (B)(6) 2012, wherein dr. Used a 5.5 mm healicoil pk and an arthrex implant. Sometime post-operative the patient developed an infection at the surgical site. A second procedure was performed on (B)(6) 2012. An incision and drainage of the surgical site with irrigation and debridement was performed. The patient was also treated with antibiotics. It was reported that the hardware was removed from the patient; however, no information is available regarding the status of the original repair or the final outcome after the incision and drainage.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).